Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm active while connected to the mobile power unit was confirmed via the submitted log file. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted. The submitted periodic log file contained data spanning approximately 10.5 days (31jul2022 ¿ 11aug2022 per the timestamp). The log file captured a backup battery usage count increase between the events of (09aug2022 at 6:49:44) at 16 uses and (09aug2022 at 7:49:44) at 17 uses and another increase between the events of (10aug2022 at 10:49:44) at 17 uses and (10aug2022 at 11:49:44 at 18 uses. No no external power alarms were captured in the periodic log file; however, these use count increases indicate some sort of loss of external power. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. No no external power alarms were captured in the event and periodic log file. The provided information indicated that the patient does not recall disconnecting both power cables and the alarm occurred while connected to the mpu. Attempts were made to gather more information regarding the reported no external power alarms, to date no response has been received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a no external power alarm while connected to the mobile power unit.